Event description:
During an in clinic follow up, high defibrillation impedance was observed on the right ventricular (rv) lead and an episode of oversensing due to noise resulting in pacing inhibition and inappropriate atp was observed on the device. Provocative testing was performed and the noise was not reproduced. It was suspected the noise was due to emi. No intervention is anticipated. The patient was stable.